Manufacturer narrative:
Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test, and displacement test. No excessive no delivery alarms noted. Insulin pump passed the delivery accuracy test at 0.08725 inches. The insulin pump was monitored for several days and no unexpected communication error or off no power alarms occurred. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, and scratched reservoir tube window.

Event description:
The customer's nurse reported via phone call that the insulin pump alarmed communication error and off no power. They were unable to clear the alarm. The battery life was zero and delivery stopped. The customer was hospitalized due to a diabetic ketoacidosis. Customer's blood glucose level was 736 mg/dl. She was nauseous and was confused. The customer went to the emergency room on (B)(6) 2017. The customer was off the insulin pump less than 48 hours. The customer was given insulin drip. The customer was advised that the device would be replaced and agreed to return the product for analysis.